Event description:
Omni-pod dash made by insulet will abruptly break, causing immediate danger to user who depends upon product functioning. Will stop functioning with no warning and no way to mitigate, while causing loud, piercing single beep tone that is impossible to stop. Calling tech support will result in being put on hold, then hung up upon. FDA safety report ID #(B)(4).